Manufacturer narrative:
Product analysis : analysis confirmed the customer comment that an error code displayed. The device had an error code "200", and several other errors. Main printed circuit board is out of specification (electrical). The hanger assembly is cracked. The upper case is cracked at boss. The keypad is scratched. The lower case is broken at boss. The display wires are pinched and wire exposed. The output connector nut is discolored. Four case screws are contaminated. Firmware update improved boot time. Rapid atrial pacing (rap) updated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.